Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with oral antibiotic, however, the issue did not resolve. The implanted device remains.

Manufacturer narrative:
Device analysis report attached.